Manufacturer narrative:
No patient information provided by the customer. Reporter is biomedical engineer iii.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the touchscreen was not working in the corner. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.